Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem where the "alarm does not stop working" was confirmed during product evaluation. The alarms were due to a depleted and defective main battery. The main battery was replaced to resolve the problem. A follow-up report will be filed if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump where reportedly the "alarm does not stop working, not off"; this condition had the potential to interrupt delivery. This condition was found in the emergency room. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.